Event description:
The patient has two leads implanted with the same lot number. The patient is no longer receiving effective stimulation and is also experiencing unwanted positional stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention where his leads were replaced with new ones. The patient's ipg was electively replaced also. The patient is now receiving effective stimulation.